Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR# 2916596-2016-02523. Approximate age of device: 1 year, 4 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017 due to a cerebral vascular accident, associated with lvad device/therapy. The stroke was likely pump related due to previous pump exchange for thrombus and a probability of new thrombus. No autopsy was performed. The device will not be returned for evaluation. Per the account, no further information will be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device was not returned for evaluation. A correlation between the device and the reported stroke and neurological dysfunction could not be conclusively determined. The instructions for use list stroke and neurological dysfunction as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.